Manufacturer narrative:
The field service engineer inspected the instrument and did not find any issues. Isolated non-reproducible results do not represent a general malfunction of the assay. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 6000 e601 module. The sample initially resulted in a ferritin value of 0.792 ng/ml with a data flag and it was released outside of the laboratory as 1.0 ng/ml. A physician questioned the result based on the patient's history and requested a repetition of the sample. The sample was repeated on 17-jan-2025, resulting in a ferritin value of 448.8 ng/ml with a data flag.

Manufacturer narrative:
The e601 module serial number is (B)(6). Calibration and controls were acceptable. A general reagent issue can be ruled out. Upon review of alarm trace data, an abnormal probe aspiration alarm was observed. This is an indicator of possible poor sample quality. The investigation is ongoing.